Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed during initial testing. However, the device was put through extensive testing including removing and reinstallating the pacer/defib engine board and retesting of device without duplicating the reported problem. The pace/defib engine board was replaced and scrapped as precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.